Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. During the procedure, therapy cycle was started and continued until a heating error occurred. The system shut down. The surgeon opines that the balloon must have burst because when the catheter was extracted from the patient there was no fluid in the balloon. A new catheter was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to FDA: 9/5/2007. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.